Event description:
7200 ventilator in use on a pt. During general check at hosp, ventilator alarm "1201" and not cycling. Therapist proceded to bag (manually ventilate) pt and pt was placed on another ventilator.